Event description:
It was reported that a pt underwent a repair of a right thumb pad laceration on (B)(6) 2010. During suturing, the suture separated from needle and needle was buried in the wound. X-ray confirmed that the needle was in wound. A hand specialist was consulted and the surgeon removed the needle later the same day.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2010. Conclusion: user error caused the event. The attending physician lost both visual and tactile control of the needle during use. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.